Manufacturer narrative:
The physician confirmed, that the infarct is not related to the microvention device.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production related ncrs could not be performed. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that an embolization hyrdocoil was used in a study patient through an endovascular procedure and during a follow up visit, a small focus of acute cortical infarction involving parasagittal left greater than right parietal lobes and left frontal middle gyrus on MRI (B)(6) 2020. On cta (B)(6) 2020, no acute vascular territory ischemia. The severity is mild. There is no action required for ae. The outcome was resolved without sequelae on (B)(6) 2020. There is no uade/usade.